Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-01208, 2134265-2011-01704. It was reported that during a stenting treatment procedure, restenosis occurred. The patient presented due to an increased calcium score, shortness of breath, an abnormal stress test with st changes and antero-apical ischemia. Cardiac catheterization confirmed 2 target lesions to be treated. For the intervention, access was gained via the right femoral artery using a 7f sheath and non-bsc guide catheter. Fractional flow reserve was measured to the distal lad and found to be 0.95 resting and 0.87 and 0.82 post-adenosine. A choice floppy guide wire was used for the intervention to the lad. The 75% stenosed and 8mm long lesion located in the distal left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm was treated first. A 2.5x12mm taxus liberte stent was positioned and deployed at 14atm. Post dilation was carried out with the stent delivery system balloon on the proximal end of the stent at 6 and 8atm resulting in 0% residual stenosis. Then the choice wire was withdrawn and advanced into the septal branch and a non-bsc wire was inserted into the distal lad. A 2.5mm apex balloon was advanced and inflated in the mid vessel at 12atm. The second lesion was 75% stenosed and 6mm long and was located in the mid lad with a reference vessel diameter of 2.5mm. It was treated with predilation and placement of a 2.5x8mm taxus liberte stent at 14 and 16atm. The overlap was post dilated at 20 atm resulting 0% residual stenosis. An attempt was made with an unspecified wire to be positioned in the septal perforator through the side of the stent but was unsuccessful. The choice floppy wire was removed and fractional flow reserve was measured again in the lad with a result of 0.73. Additional angiography revealed a borderline occlusive dissection in the proximal segment following stent placement in the mid vessel. This was treated with placement of a 2.5x16mm taxus liberte stent deployed at 20 and 16atm resulting in 0% residual stenosis in the mid lad and 25% residual stenosis in the proximal lad. Fractional flow reserve was measured at rest and found to be 0.96 and after adenosine, 0.85 and 0.98. Follow up angiography revealed full expansion of the stents and adequate dilation of the stenotic segments. All three stents were overlapping proximal to distal: 2.5x16mm, 2.5x8mm, and 2.5x12mm. The procedure was closed with no immediate complications. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011, the subject presented with recurring chest pain and shortness of breath with exertion. Cardiac catheterization revealed 95% very proximal stenosis of the lad, mid 50% stenosis and the small diagonal branch was jailed. The proximal lad was treated with a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Intravascular ultrasound performed at that time to further evaluate the left circumflex revealed a 75% stenosed lesion which was then treated with a 4.0x24mm taxus liberte stent. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).